Event description:
During the pta treatment procedure, synergy balloon removal difficulties were encountered. Following successful angioplasty treatment, resistance was encountered when the synergy balloon dilatation catheter was being removed through the sheath, resulting in a shaft separation. The balloon remaind in the sheath and both were successfully removed as a unit. No pt injuries or complications were reported. The pt's status was reported as 'good'.